Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the complaint. During a visual examination a break was identified 221.7cm distal from the handle. The break in the catheter was exposed the inner purple sheath. A functional test could not be performed on the device due to the break in the catheter. No other abnormalities were observed on the returned device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the catheter was broken. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Additional information received indicates that lubrication and negative pressure was not applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. In addition. The used stated the device was used with a rigid laryngoscope instead of an endoscope, this could have contributed to the catheter cracking as the device is intended to be used through a flexible endoscope. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device.". Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication and negative pressure was not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a micro direct laryngoscopy with laser and balloon dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the catheter sheath snapped upon filling balloon to 18 at 6 atm/90 psi. The surgeon was able to fill to 30 psi, then 60 psi but the sheath broke when filled to 90 psi. The part that broke was the blue sheath. The procedure was successfully completed with a 41 minute delay. They could not confirm what device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.